Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR: 2134265-2014-03226; 2134265-2014-03332. It was reported that automatic pullback failure occurred. During procedure, a 100v ilab cart ultrasound imaging system was used in conjunction with an opticross imaging catheter. After image was displayed, the physician tried to perform pullback however it failed to perform automatic pullback. No patient involvement reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR: 2134265-2014-03226; 2134265-2014-03332. It was reported that automatic pullback failure occurred. During procedure, a 100v ilab cart ultrasound imaging system was used in conjunction with an opticross imaging catheter. After image was displayed, the physician tried to perform pullback however it failed to perform automatic pullback. No patient involvement reported.